Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 inappropriate tachy shocks due to 2 episodes of atrial driven arrhythmia with rapid ventricular response (rvr). Therapy exhaustion was declared on one of the episodes. This device remained in service and there was further information regarding if corrective actions were taken. No additional adverse patient effects were reported. Eventually, this device was explanted due to normal battery depletion and was returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Corrected field: b5 (problem description) the reported shocks occurred in two different episodes, not in one. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 inappropriate tachy shocks due to 2 episodes of atrial driven arrhythmia with rapid ventricular response (rvr). Therapy exhaustion was declared on one of the episodes. This device remains in service and there is no further information regarding if corrective actions were taken. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Corrected field: b5 (problem description) the reported shocks occurred in two different episodes, not in one.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 inappropriate tachy shocks due to an episode of atrial driven arrhythmia with rapid ventricular response (rvr). This episode was isolated and therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.